Event description:
It was observed that during the device evaluation, the subject device exhibited corroded functionality is not smoothen on the coupler, error b30, and leak on the cable. There was no patient involvement.

Manufacturer narrative:
Additional issues found during the evaluation were coupler ¿ corroded functionality is not smoothen, error b30, and cable ¿ leak. Based on the results of the investigation, the most probable cause of the complaint is component failure, which is expected or random component failure without any design or manufacturing issue. A definitive root cause cannot be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): en-ch-s190-zx-e_gt7453_om_6 is stated ¿never use the camera head on a patient if an irregularity is observed. Damage or an irregularity in the camera head may compromise patient or user safety and may result in more severe equipment damage.¿ olympus will continue to monitor the field performance of this device.